Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the fenestrated bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided. A log review was performed and confirmed the occurrence of a da vinci-assisted hemicolectomy procedure on (B)(6) 2021 using system sk1918; however, the log does not show the reported instrument was used during the procedure. Additionally, a full instrument lot sequence number was not provided by the customer, so no further investigation could be performed to attempt to identify more instrument details. The fenestrated bipolar forceps instruments are multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). This complaint is being reported based on the following conclusion: it was alleged that the instrument was found to have conductor wire damage following the completion of a procedure, with no evidence or claim of mishandling or misuse. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that after a da vinci-assisted hemicolectomy-right procedure was completed, the conductor wire on the fenestrated bipolar forceps was found to have damaged insulation. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) has made several attempts to follow-up with the site to obtain additional information regarding this event. However, no further details have been received as of the date of this report.